Event description:
It was reported that the pump malfunctioned after being dropped onto the floor. During troubleshooting with technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully. There was no adverse impact to the customer's blood glucose level.